Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button was reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: the bolus button cover was found to be intact. Investigation revealed that the audio bolus button was completely unresponsive. The bolus button cover was removed; the bolus button slug was found to be missing.